Event description:
A us distributor contacted zoll to report that a (B)(6) patient reported an itchy rash. There was no alleged device malfunction contributing to the irritation. Patient was prescribed an antihistamine by a physician and given cold cream by nurses. Follow up indicated that the patient no longer has the rash.